Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user currently receives no sound from the device unless the mouth is opened or the area below the audio processor (ap) is pressed. The ap was exchanged but the issue was not resolved. An appointment will likely take place in (B)(6) 2019 to meet with the user.

Manufacturer narrative:
According to the received information from the field, the user experienced intermittencies over the past 8 months, which increased in frequency and duration. Currently, the user only experiences hearing impression when applying firm pressure to the skin close to the audio processor, when clenching the teeth or when opening the jaw. Further, a CT scan showed inflammation in the middle ear and mastoid on the implanted side but the device appeared to be in situ and anchored correctly. Finally the recipient was tested and is still within the audiometric criteria for the bonebridge. Therefore, a technical defect of the device seems likely. However, to determine an exact root cause, a device investigation of the explanted device would be necessary. Re-implantation is considered, but no date has been scheduled yet.

Event description:
An appointment took place on (B)(6) 2019 to meet with the user (implanted in 2014). He has been reporting intermittency over the past 8 months. This has increased in frequency and duration over this time. The audiogram reveals a mixed loss with mildly raised bone conduction hearing thresholds bilaterally. He remains inside audiometric criteria for his right bonebridge system. Re-implantation is being considered but no date has been set.

Manufacturer narrative:
Device investigation results are indicative of a broken coil wire due to fatigue fracture; reportedly, the surgical placement contributed to this event and led to device failure over time, as the implant position interfered with the glasses worn by the recipient. The problems given in the recipient report seem to be congruent with the damage found. The new implant was placed differently to avoid reoccurrence. This is a final report.

Event description:
The user reported intermittency with the device over 8 months at the end of 2018. This has increased in frequency and duration over time. At visit on (B)(6).2019 the user experienced stimulation from the device only when applying firm pressure to the skin inferior to the center of the audio processor, when clenching the teeth or opening the jaw wide. The recipient has been reimplanted. During removal of the device it was noted that the position of the device was one in which the user's glasses crossed between the coil and demodulator during regular use i.e. The coil was placed above the pinna and straight up from the bone conduction floating mass transducer. According to further communication, the new implant was placed differently for that reason.